Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was taken to the emergency room with elevated blood glucose (greater than 600 mg/dl). Customer was treated with intravenous drip and manual injection. Customer was released after three hours with blood glucose in the 200 mg/dl range. Customer was reported to be "ok."